Event description:
It was reported that during a pci procedure, the ultra2 cutting balloon ruptured and a spiral dissection was noted. The lesion being treated was located in the calicified and very angulated takeoff into the circumflex. The ultra2 cutting balloon was inflated to 6 atms for an unk amount of time, and a rupture was noted due to an decrease in the pressure noted on the inflation device. The patient also experienced 8/10 angina. The dissection was treated with two taxus drug eluting stents, one 2.5 x 24mm and one 3.5 x 18mm. No patient complications were reported, and the patient was discharged from the hospital "within the normal time frame."